Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. The programmer booted up to error message "printhead overheating" and was able to get strip chart recorder (scr) to load paper but would only come up with overheating message. Moreover, there was no evidence of anything burned or shorted on strip chart recorder (scr). All affected components were replaced. The programmer passed all functional incoming tests. Laboratory analysis confirmed reported allegation.

Event description:
Boston scientific received information that this programmer's printer was not working. The printer loads paper but showed error message that the printer has overheated. This programmer will be returned. There was no patient involvement reported.